Event description:
It was reported in an article in journal of ¿neurosurgery¿ titled "bilateral trigeminal neuralgia: a fourteen-year experience with microvascular decompression", approximately sometime post procedure, there were three occurences of failure noted. One patient had developed major hearing loss, other two had cerebrospinal fluid leak and pulmonary embolism as main complications. However, the current status of the patient is unknown.

Manufacturer narrative:
As this serious injury event is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of three for this event. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Pollack if, jannetta pj, bissonette dj (1988). Bilateral trigeminal neuralgia: a fourteen-year experience with microvascular decompression. Journal of neurosurgery, 68(4): 559-565. Doi: 10.3171/jns.1988.68.4.0559.